Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 12mm x 4.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. During the procedure, the balloon ruptured at 12 atmospheres at an unspecified inflation.. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).